Event description:
Healthcare professional (hcp) reports a fiber leak occurred in the middle of the treatment noted by an audible alarm on the hemodialysis device. No alarms were noted on the hemodialysis machine leading up to this event. No clotting was noted in the circuit was discarded and new disposables were used to continue the treatment without incident. The same lot dialyzer was used. The hcp reports no patient injury or medical intervention.